Event description:
Reportedly, pacing capture was intermittent during use on a bradycardia pt. Capture was lost in the cicu and regained after changing out box. Pt was transferred to the cath lab where capture was again lost while using the same box as in the cicu. Cardiopulmonary resuscitation was administered while changing catheter for a new bipolar catheter. Capture was regained with insertion of new catheter. No pt complications were reported as a result of this event.